Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the second intra-aortic balloon (iab) was inserted through a sheath via the femoral artery. After insertion of the iab, iab was connected to a pump. The pump ran a purge, at which time, the md experienced difficulty with the membrane inflation. The pump did not alarm. An x-ray was taken. The md removed the iab.